Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the rep talked to the hcp's office the week prior to (B)(6) 2016 and the x-ray had to be ordered at his convenience which had not been done yet so there were no results at the time. There had been no reports yet of new episodes of jolting.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that there was a sudden jolting that occurred 3 times. The cause of the issue was unknown at the time of the report. The impedances were tested and all were under 1000 ohms. The patient was sent for an x-ray of the leads and the films will be reviewed for any anomalies. At the time of the report, it was unknown if this had occurred yet and results were not known. The issue at the time of the report was unknown to be resolved. There was no surgical intervention planned.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient experienced painful stimulation. The outcome was resolved without sequelae. Interventions included reprogramming. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. On (B)(6) 2016 the patient was seen for their 2 week post-operative visit. The patient reported that since surgery he has had 3 separate episodes of electric shocking of the spin, arms, and legs. This was associated each time with the patient changing positions. The patient was given the recommendation to have x-rays to rule out lead migration however the patient did not have x-rays but did meet with the manufacturing representative for programming adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.